Event description:
It was reported that r PICC 8/13 catheter stopped working 8/16. Single 4fr catheter (from our all-in-one packs) "kinked" internally after placement. After troubleshooting and recommending a cxr, we identified an observable "kink" in the catheter which prevents flushing. We had to replace the piccs in a fairly short timeframe. No patient harm or injury. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of kinks in the catheter was confirmed but the cause is unknown. A single fluoroscopic radiograph of the upper right chest was returned for evaluation. The image showed a right-sided placed PICC. The catheter was likely the implicated 4fr single-lumen powerpicc. The catheter shaft appeared to be looped in the distal subclavian and the proximal svc. The catheter shaft was kinked in multiple places. The kinks in the catheter appeared to be related to the catheter looping. However, the exact cause of the looping of the catheter could not be determined from the image. Anatomical variables, such as valve and narrowing in the svc, may have been contributing factors. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that r PICC 8/13 catheter stopped working 8/16. Single 4fr catheter (from our all-in-one packs) "kinked" internally after placement. After troubleshooting and recommending a cxr, we identified an observable "kink" in the catheter which prevents flushing. We had to replace the piccs in a fairly short timeframe. No patient harm or injury. No other information was provided.